Event description:
The customer reported that the bedside vital sign monitor (bsm) displays an error message "check external device." The biomed has swapped out several if cables and the ag-920ra multi-gas unit and the problem follows the bsm. It is also displaying the "multi-link configuration error." Ref MFR report 8030229-2014-00117.